Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the display on the insulin pump was blank when waking up the night before and blood glucose was high. The customer also reported that the insulin pump has a crack that goes down the side by the battery compartment. Customer noticed the damage about two or three months back. Customer changed the battery. Blood glucose value was 23.9 mmol/l; treated with the insulin pump. The device was not replaced.